Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at catheter junction. Before placing the indwelling needle in the patient, the nurse notices water leaking from the seat of the indwelling needle during venting, considers the indwelling needle to be leaking, and replaces it with a new one to perform the puncture for the patient.

Manufacturer narrative:
1. DHR/bhr review lot#4081489. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is returned and no further examination can be carried out, the root cause of the leakage at the needle hub cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information provided.